Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for pluralibacter pyrinusafter reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An olympus field personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the subject scope. There were no deviations was found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The destructive sampling identified following organisms that are categorized high concern organisms; aeromonas hydrophilia and enterobacter cloacae. The reported pluralibacter pyrinus was not identified. Additionally, the external expert noted during destructive sampling: bleaching of the glue of the bending section and the distal end cover. Presence of extra glue around the light guide lens and nozzle. Scratch on the distal body around the objective lens. Missing parts of white glue of the light guide lens. The scope was sterilized at an independent laboratory and returned to the service center for repairs. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the automated endoscope reprocessor maching inspection (medivator dsd edge) and environmental investigation. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, destructive sample review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.